Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states of vertical cup & heterotopic ossification. Doi:(B)(6) 2015; dor: (B)(6) 2017: left hip.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.